Event description:
An atherectomy procedure commenced to treat a calcified lesion. A philips quick-cross support catheter was used to treat the patient. During removal of the quick-cross from the patient, the proximal marker band was discovered to be overlapping with the middle marker band. The procedure was completed with no reported patient harm. This event is being reported out of an abundance of caution, which captures the quick-cross marker bands that detached but remained on device, potential for harm.

Manufacturer narrative:
H3): the quick-cross was returned for evaluation. Visual inspection found the proximal and middle marker bands were crushed, and had detached from the original location, but remained on the device. The proximal marker band was bent and lifted from its proximal end, creating a sharp edge, and scratches were visible on the proximal and middle marker bands. The distal marker band was slightly crushed but remained attached at its original location. During functional testing, an 0.035" laboratory guide wire was loaded from the quick-cross hub, met resistance approximately 31 cm from the distal end, and was unable to pass through the device. H6): based on the device evaluation and investigation, it has been determined that the damage was related to the patient condition. The proximal marker band appears to have caught on calcification which moved the proximal and middle marker bands distally. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Upon further review, it was determined that the UDI listed in the initial MDR was incorrect. Block d4) the UDI was updated to (B)(4). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.